Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three pictures were received and it was observed that a total parenteral nutrition (tpn) product was inside of a plastic bag with its anti-siphon valve (asv) detached from the tube. No testing or thorough inspection could be performed as the part was not returned for evaluation. The most probable root cause of the reported event was due to manufacturing; the operator did not apply solvent in the bonding between the asv valve and the tube; and the production personnel did not detect delamination on the bonding between the asv valve and the tube. Action(s) to mitigate the reported issue(s): implementation of the replacement of current solvent pots by solvent dispensers and notification of this compliant was conducted by the quality engineer to the production personnel, as awareness of the defect reported by the customer and reinforce the process steps for solvent bonding inspection and operations.

Manufacturer narrative:
Report source: (B)(4).

Event description:
Information was received that the cadd administration set has white luer bung attachment is disconnected from the tubing. No reported adverse effects.